Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states they woke up with blood glucose level of 420mg/dl. The customer's level at the time of incident was 340mg/dl. The customer states they tried to treat with the pump, but received the no delivery alarm. Troubleshoot was conducted. The customer was advised the alarm was caused by infusion and or reservoir occlusion.